Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced a pocket infection that was associated with implant. The infection symptoms were the incision site was red, swollen and was oozing out. The infection was confirmed, and the strain was staph. Total system explant occurred on (B)(6) 2017. The patient went to the emergency room the next day after removal as patient was experiencing fever and migraines. The patient was admitted to the hospital for five days and received intravenous and oral antibiotics. The patient received oral anti-biotics to take home after the removal of the device. The infection was resolved. A new pump was implanted (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving dilaudid at an unknown concentration and dose via the implantable infusion pump. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved at the time of this report. The patient was alive with no injury.